Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was able to be verified and duplicated. The cause of the reported issue was defective ui pcb. Stryker provided the customer with a repair quote, but no response has been received from the customer. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device had a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable. There was no report of patient use associated to the reported event.